Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a39. Customer's blood glucose was 125 mg/dl. The customer is unable to exit the loop and temp basal was programmed before. The customer was advised that the device would be replaced. The customer was advised to revert to backup plan. The customer pump is oow and agreed to sent the oow letter.